Event description:
User experienced a leak from the analyzer that was dripping onto the floor. They removed a cover and noted a split in the tubing. No patient samples were involved. No operators were harmed. The field service representative determined there was a split waste line and repaired it.